Event description:
The customer performed a volume verification on the ortho summit sample handling system in2008, and failed for 100ul in position 10. Customer continued to use instrument without performing revalidation, or service on the instrument. No death or serious injury was associated with this incident.